Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): probe would not cut (failure to cut). The nurse reported the probe would not cut. The probe was replaced and surgery was completed. No patient injury was reported.

Manufacturer narrative:
No sample was returned for evaluation. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).